Manufacturer narrative:
The customer reported that the internal paddle set was failing to discharge due to liquid entering in the switch. There is a small visible crack in the orange switch cover by which liquid entered the paddleset, pressing the switch makes liquid escape through this small hole. Note that the customer evaluated the paddle set, and that it was not returned to philips for evaluation. The customer indicated that they had 11 other paddle sets, and that they were fully functional. The conclusion of the investigation is that this issue is consistent with physical damage and no malfunction.

Event description:
The customer reported that the internal paddle set was failing to discharge due to liquid entering in the switch. There a small visible crack in the orange switch cover by which liquid entered the paddleset, pressing the switch makes liquid escape through this small hole.